Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Inflation: meri. Guide cath: 6f fl4; 6f williams. Sheath: 6f. Vessel closure: perclose proglide (part #12673-03, lot #unk). The perclose proglide (part #12673-03, lot #unk) indicated is being filed under a separate medwatch MFR number. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Investigation of the returned device found that the plunger was in the pre-deployed position and there was no slack present on the link. The absence of slack on the link is an indication that the lever was not deployed. The plunger cannot be deployed until the lever is activated. The detached needle tip from the shank and the damage found on the trigger boss pin on the connector is a clear indication that the plunger was pushed down first before the lever was deployed. During the investigation, the plunger was deployed without difficulty. There was no abnormal observation with the condition of the returned device that could have contributed to the reported event. Based on the investigation findings, the device conformed to specification and the root cause for this complaint is due to incorrect procedure or technique for failing to follow the deployment sequence of the device stated in the instructions for use. No manufacturing or quality issues were detected. Review of the device history record for this or lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure in an unspecified artery after a diagnostic procedure. Reportedly, the physician could not get the black plunger to work during deployment. Another proglide was used with the same results. Hemostasis was achieved using manual compression. There was no adverse patient sequela. Though requested, no additional information was provided.